Event description:
It was reported by service report that the brakes would not lock. It is unknown if there was any patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: bolts loosening from brake cams.